Event description:
The customer stated that she was treated by the paramedics due to two incidents of low blood glucose levels. The customer's blood glucose reading was 144 mg/dl during the phone call. Troubleshooting revealed that the customer had the wrong fixed prime amount set in the insulin pump. In addition to receiving the wrong fixed prime amount, the customer had delivered a six unit bolus. The customer stated that she lost consciousness due to all of the insulin she rec'd. The customer was assisted in setting the correct settings into the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.